Manufacturer narrative:
The hillrom technician evaluated the bed and found the bed was working as designed. The issue was attributed to user error due to the patient being placed on the right end of the mattress. Due to the allegation of use error leading to inflation issues, which lead to the death of the patient, this event is a reportable death. The conclusion of the product evaluation is that the bed performed as designed. Hillrom is reporting the patient death in an abundance of caution, as it can not be ruled out that the device caused or contributed to the event, due to the allegation of use error leading to inflation issues, which lead to the death of the patient. Based on this information, no further action is required.

Event description:
Hillrom received a report from the customer that due to mattress inflation issues, the patient passed away from bed sore complications. It was stated that the mattress was deflated/collapsed on the right side. The patient's buttocks/spine area rubbed on the frame, which created a bed sore. It was stated that the circulation to that buttock/spinal area was compromised. Cushions were utilized to prop the patient up, but were not helpful. The buttock/spinal bed sore opened up to the bone, and it then became infected. It was stated that the loss of circulation sped up the infection, and the patient died two days after it opened up. The date of death was not provided, but was stated to be five months ago. The device was located at the patients home. This report was filed in our complaint handling system as complaint #(B)(4).